Event description:
(B)(6), home health nurse, reported patient's pump usually alarms once prior to infusion due to air bubbles but is easily fixed. Unclear if there were air bubbles or if pump is beeping regardless of air in lines. Unknown if patient has missed doses or experienced an adverse event. Unknown if defective device is available for return. Unknown if product is being replaced. No further information provided.